Event description:
Additional information from the patient indicated that another electrode has "just broken" and they have an appointment on (B)(6) 2024 to fix it.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated he is seeing a message on his controller settings not available on group a. Patient stated group b and c work fine. The patient was redirected to their healthcare provider to further address the issue. Pt stated about week ago "it wouldn't charge", so they reset the controller and that fixed the problem. Additional information was received from the patient reporting that the cause of the settings not available message was broken electrode (extremely high impedances). Steps taken to resolve the issue was ¿disabled electrodes¿ (understood as avoided high impedance electrode). It was reported that the issue was resolved, however the patient stated that a recent similar problem suggested another electrode may be going bad.